Manufacturer narrative:
Subsequent to filing the initial report a cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the patient underwent a successful cardiac revascularization procedure in which three abbott xience stents were implanted. It is reported that the patient discontinued antiplatelet therapy one month after implantation for an unrelated surgical procedure (exact date not provided). After the surgical procedure the patient presented with a st-elevated myocardial infarction due to thrombus in the proximal stent. There is no information related to continuation of antiplatelet medications post-surgery. No malfunction can be seen with any of the abbott devices and no probable cause can be determined without the patient¿s complete medical history, particularly pharmaceutical history and compliance.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and myocardial infarction are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed on 11/10/2020 to treat a moderately calcified, mildly tortuous de novo left circumflex that was 90% stenosed. Pre-dilatation was done with several non-abbott balloons: 2.5x15mm (10 atm 12 seconds) (12 atm 14 seconds), 2.5x15mm (10 atm 15 seconds), 1.0x5mm (12 atm 12 seconds), 2.5x12mm (12 atm 14 seconds). Three xience sierra stents were then implanted: 3.50x12mm (20atm, 15 seconds), 3.00x15mm (15atm 18 seconds), and 3.0x12mm (18atm, 15 seconds). Intervention was finished with a good angiographical result. After 1 month, the dual anti-platelet therapy (dapt) was finished and patient had to undergo an operation. On (B)(6) 2020, the patient returned with an st-elevation myocardial infarction. Thrombosis was visible in the proximal 3.5x12mm xience sierra stent. The patient was treated with two non-abbott balloons (2.5x30mm and 3.0x30mm) and ventricular fibrillation occurred. The ventricular fibrillation was due to the manipulation of the coronaries with the two non-abbott balloons and was treated with defibrillation. The patient received a non-abbott heart pump and a catecholamines test. The patient was then discharged. There was no adverse patient sequela reported. No additional information was provided.